Manufacturer narrative:
Philips service replaced the hard disk spare part and restored the system to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment. (Reference: (B)(4)).

Event description:
It was reported to philips that hard disk failure prevented system boot-up on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.